Manufacturer narrative:
Out of warranty repair. No request for manufacturer service.

Event description:
The customer reported the ventilator alarmed and went vent inop with a data acquisition pcb adc failure. The biomedical engineer reported that it is unknown if the unit was in use on a patient, but the biomedical engineer stated that there was no patient harm reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The biomedical engineer replaced the data acquisition pcb board to address the reported problem. The biomedical engineer stated that the unit is now back in service.